Event description:
Particulate was seen in the pt's eye following a cataract extraction procedure using this phacoemulsification handpiece.

Manufacturer narrative:
When this handpiece was initially rec'd, info indicated that it failed calibration during set-up prior to a procedure. There was no info that indicated it was involved in an incident concerning particulate. Therefore, no particulate test was performed.